Manufacturer narrative:
The device is being returned to the hillrom manufacturer for a thorough investigation. Hillrom will submit a final report with investigation conclusion on this incident.

Event description:
The customer reported that the device sparked and a fire was observed at the power supply and cord and not from the device itself. There is no external damage or evidence the csm overheated. Customer received replacement power supply and cord and device began charging and turned on normally again. This report was filed in our complaint handling system as complaint #(B)(4) for the transformer for which we're filing this emdr and #(B)(4) for the power cord which in itself was deemed not to be the origin of the spark.

Event description:
The customer reported that the device sparked and a fire was observed at the power supply and cord and not from the device itself. There is no external damage or evidence the csm overheated. Customer received replacement power supply and cord and device began charging and turned on normally again. This report was filed in our complaint handling system as complaint #(B)(4) for the transformer for which we're filing this emdr and #(B)(4) for the power cord which in itself was deemed not to be the origin of the spark.

Manufacturer narrative:
The customer reported that the device sparked and a fire was observed at the power supply and cord and not from the device itself. There was no external damage or evidence the csm overheated. Customer received replacement power supply and cord and device began charging and turned on normally again. The connex spot monitors (csm) are intended to be used by clinicians and medically qualified personnel for monitoring of non-invasive blood pressure, pulse rate, non-invasive functional oxygen saturation of arteriolar haemoglobin (spo2), and body temperature in normal and axillary modes of neonatal, paediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. The csm device was returned to welch allyn for investigation. After initial review of the power supply it was evident that a short occurred at the ac power input of the power supply. The evaluation and investigation indicated that the device came in with smoke damage and a melted connector. The power cord end was melted into the iec connector. The charger was opened and inside was full of soot. The black wire that goes to the device was pinched and flattened but no obvious cuts/abrasions. Welch allyn will continue to monitor complaint trends for this type of alleged malfunction.